Event description:
In 2010, pt had essure implanted. Two months afterwards, pt began experiencing sob and abnormal menses for which she was placed on birth control pills to help regulate. Since then, pt continues to have abnormal bleeding for the past 3 ears, with continous menses for the past 4 months, cramps, dizziness, fels like she about to faint, fatigue, headaches, join pain and loss of appetite. Pt went to emergently to the ER for abnormal menses and was placed on another birth control pill. Pt states she "is trying to get this resolved". Doctor's are telling her that her symptoms was nothing to do with essure. Pt. States she heard on the news about the problems women were having with essure and felt that she was experiencing some of the same symptoms. Also, pt states she has a doctor's appointment on (B)(6) 2014 to address her ongoing symptoms.